Manufacturer narrative:
Lot number of the product couldn't be uniquely identified but the lot number of suspected product is fa14d010 or fa14k008. The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with adjacent segmental disorder underwent oblique lumbar interbody fusion. Intra-op, blood vessel and segmental artery seemed to be damaged while pulling out a blade pin and it took 20 minutes to stop the bleeding. The bleeding amount was about 150cc. Finally, "tachocomb and bolheal" were used, and drain was left in the patient¿s body then the incision was closed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.